Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2020, the patient was implanted with a gore® contralateral leg endoprostheses, and a gore® viabahn® vbx balloon expandable endoprostheses with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2020, images revealed a type ic endoleak. The type ic endoleak identified on 1 month duplex us and cta scan. Patient scheduled for reintervention surgery with dr. (B)(6) to treat the type ic endoleak.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc201400/ 21428790 UDI (B)(4). Patient medications: heparin, clopidogrel and aspirin.

Manufacturer narrative:
Correction additional information determined which device had the adverse event reported (type ic endoleak) on it. The (gore® viabahn® vbx balloon expandable endoprosthesis) has the allegation of deficiency. The medwatch (report # 2017233-2022-03048). The gore® excluder® aaa endoprosthesis pll161407 lot # 21362777 and the plc201400 lot # 21428790 has no product problem or deficiency caused or contributed to an adverse event/incident for the patient. The medwatch (report # 3013164176-2022-01415) will be retracted.